Event description:
The pump was returned for investigation. Investigation revealed that the display was faded and discolored. The force sensor calibration and force sensor resistance were found not to be within specifications. There was evidence of contamination found on the force sensor. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2013 with the following findings: evaluation revealed that the display was faded and discolored. A test screen was inserted and was found to function properly. The force sensor calibration and force sensor resistance were found not to be within specifications. The pump cover was removed and there was evidence of contamination on a force sensor component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.